Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity upgrade, it was noted that the device went into back up mode. The firmware software was downloaded to resolve the event and the cybersecurity upgrade was successfully performed. Following the software upgrade, it was reported that the patient experienced dyspnea and was admitted to the hospital for monitoring.